Manufacturer narrative:
Concomitant medical products: dtmc2qq crt-d, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis caused by an infection of the cardiac resynchronization therapy defibrillator (crt-d) and leads. The patient died in the hospital. The status of the pacing system was not explanted and remains in the patient. The patient was a participant in a clinical study. It was further reported that the source of the infection was unknown but a transesophageal echocardiography showed a thread-like vegetation at one of the leads. The organism was identified as (B)(6) and antibiotics were administered.